Manufacturer narrative:
H4: device manufactured between november 16, 2020 to november 17, 2020. H10:the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph which did not show any evidence of a leak. Due to the nature of the provided sample, no further testing could be performed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked. It was stated there was fluid in outer package. It was further reported that after the external package of the infusor was dried and observed for a while, there was still liquid drug leakage. This issue was identified during setup and preparation prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter facility name: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.